Event description:
As reported for this event by the customer, after the completion of the diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the device was observed to be missing from the tip of the scope (tjf-q290v). The device was confirmed to have been attached to the scope during preparation for use for the procedure. There was no issue noted with the distal cap during preparation for use. A protective tube was placed over the tip. The protective tube is removed at the time of beginning the procedure. Post procedure, the missing device was found in the protective tube which was removed at the time the procedure was commenced. That the device was not present on the scope was not noted until after the procedure was completed. There is no harm or adverse impact to the patient. The user feels that the device tends to come off easily from the scope.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q290v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). Since the lot number of the device is not known, a specific device history record review could not be performed. However, there have been no manufacturing problems reported for the device so far. Due diligence was performed for this event. Customer did not have information on the following questions: were anti-fog agents used to attach the device to the scope? Were chemicals such as lubricants used to attach the device to the scope? Was there any damage noted to the device after it was found in the protective tube? Was it confirmed that there are no abnormalities such as cracks in the device immediately after mounting on the scope? The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records, evaluation of device from another lot, and reported information. An evaluation was performed for the device lot number h1412 in order to determine if the event could be replicated. It was confirmed that the device does not come off from the scope when it has no damage and it is correctly attached to the scope. The following are likely to be the cause of the device coming off: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the device to come off the scope. The device was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use includes the following statements: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d4, d8, d10 and h6. D4/d8/d10: information added to these fields were inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.